Manufacturer narrative:
Unknown/ not provided. Medical device problem code: unspecified/other with patient involvement. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye due to the unspecified visual issues which significantly affected the patient's daily activities. It was stated that there was also medication prescribed. There was incision enlargement, but no vitrectomy and no sutures. It was also learned that replacement lens was zxt375, 17.5d, sn of (B)(4). Upon further follow-up it was noted that the suspect product was discarded. There was no patient post-op injury. No other information was provided.